Event description:
According to the reporter: during use two of the devices cracked around the handle. The surgeon decided to convert the procedure to a laparotomy. Or time was delayed and there was some bleeding. No further patient impact was reported.

Manufacturer narrative:
.